Event description:
It was reported that the pt experienced a cuff dehiscence. It was reported that the pt had intercourse and the dehiscence occurred. The pt had a resurgery to close the cuff. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. The actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Four (4) device history records were reviewed. There were no non conformances issued for these lots not suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: complaint # (B)(4). Item # sxpd2b409 stratafix spiral pdo knotless tissue control device; 2mh -1- pdo 14 x 14, lot unk.